Manufacturer narrative:
The reported event was unable to implant. Final analysis found that as received, a complete lead was returned in one piece with all tines intact. Visual and x-ray inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.